Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of over 400 mg/dl and it got to 500 mg/dl and 467 mg/dl, the customer current blood glucose was 466 mg/dl. The customer was hospitalized on (B)(6) 2018 morning.the drive support cap appears normal (slightly indented). The customer experienced symptoms such as tiredness, cramp, pain. The customer was treated with manual injections. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.